Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was able to fire, however, the staple formation was poor and the reload only fired partially. To resolve the issue, another device was used.